Event description:
The customer tested her blood glucose and received readings of 39 and 239 mg/dl within 10 minutes of each other. The difference between the readings falls in the "c" zone of the parkes eror grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips; will be sent.